Event description:
Patient who underwent medtronic biventricular ICD placement almost 4 years ago for cardiac resynchronization therapy and primary preventionof sudden cardiac death. Her ejection fraction and nyha symptoms have subsequently improved to 40% and class ii respectively. She was referred today for biventricular ICD generator replacement because of elective replacementindicator. The battery voltage is 2.62 volts with a charge time of 10.57 seconds. Underlying rhythm is sinus rhythm at 73 beats per minute. She was atrially paced less than 1% of the time and biventricularly paced 98.9% of the time. There are no tachyarrhythmic episodes detected by the device. P wave is 1.9 millivolts with an atrial lead pacing impedance of 472 ohms and thepacing capture threshold is 1 volt @ 0.2 milliseconds. R wave is 6.7 millivolts with a right ventricular pacing impedance of 440 ohms and pacing capture threshold of 1 volt @ 0.2 milliseconds. Left ventricular lead has an impedance of 768 ohms, and pacing capture threshold is 3v at 0.6 milliseconds, the shockimpedance is 51 and 59 ohms. This device is being reported based on reaching eri < 5 years after implant.